Event description:
Same case as MFR report #: 2134265-2009-03105. It was reported that during a percutaneous coronary interventional procedure, a wire separation occurred. The lesion being treated was located in the mid left anterior descending artery. Following rotational atherectomy, when withdrawn outside of the pt, the rotablator 1.5mm bur was noted to be stuck on the rotawire guide wire. Upon manipulation of the devices, it was noted that the rotawire guide wire had been torn by the bur. The devices were withdrawn from the pt as a unit. No pt complications were reported, and pt status was reported as 'good'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).